Event description:
It was reported the patient was not receiving effective stimulation. The patient was reprogrammed multiple times. It was determined on (B)(6) 2011, the leads were fractured. On (B)(6) 2011, the leads were explanted and replaced. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.